Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were flow issues with an unspecified quantity of clearlink system extension sets with control-a-flo regulator. Several times during use with a primary set, a syringe would be attached to the valve to draw-off saline and performed a flush; whoever, after pushing a medication at the same injection site to flush the medication, the customer would experience resistance when drawing back the syringe. While having the same set-up, the customer would attempt the same procedure and draw saline from the distal (lower end) injection site (valve) from the primary set and would experience the same type of resistance. There was no patient injury or medical intervention associated with this event. No additional information is available.